Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and confirmed that the device did power off three times for reasons unknown. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer (ems) contacted physio-control to report that their device powered off by itself multiple times during a patient event. The event was witnessed, but the bystander did not perform CPR. A local fire department responded first and began patient care, providing CPR and using their AED (a lifepak 1000) to provide a single shock to the patient. Shortly after arrival of the fire department, an ems crew arrived and took over care using their lifepak 12 device. Multiple shocks were provided to the patient; however, about midway through the event, the paramedic advised that when he pressed their device's charge button, the device powered off. They were able to restore power by pressing the on button; however, each time they attempted to charge, the device powered off. The fire department's lifepak 1000 was still on scene, so the ems crew connected the patient to the backup device and provided another shock with minimal delay. Concurrently, an ems crew member troubleshooting their lifepak 12 device, observed that the battery in well #1 was low (the battery in well #2 was full). The ems crew member then installed a fully charged battery into well #1 of their device. The ems crew then reconnected their device to the patient to continue patient care. No further power discrepancies were observed once the battery was replaced. The patient, a (B)(6) year-old male, survived the event.